Manufacturer narrative:
The previous calibration tests had acceptable results. The field service engineer found the rinse tubing was dripping and replaced the tubing and checked for leaks. A qc was completed within specification. No further issues were reported after the service visit.

Event description:
The initial reporter received questionable creatinine and glucose results, for 2 patients, from the cobas 8000 c 702 module. Patient 1 (creatinine): the initial result was 0.4 mg/dl and the rerun result was 1.1 mg/dl. Patient 2 (glucose): the initial result was 10 mg/dl and the rerun result was 85 mg/dl. The questionable results were not reported outside the laboratory. The reagent lot numbers and expiration dates were asked for but not provided.